Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary stenting treatment procedure, a shaft fractured occurred. The de novo lesion being treated was located in the non-calcified right coronary artery (rca). During the procedure, the shaft of the 3.50x16mm liberte bare metal stent delivery system snapped. The physician was unable to cross the lesion with this device. The procedure was completed with another 3.50x16mm liberte stent. No patient complications were reported. Patient status reported as "good".